Event description:
A malfunction alarm was reported, and the specific issue was identified with a malfunction code that could be reset. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer with the reset, after which the malfunction did not recur.